Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had surgery involving cautery in (B)(6) 2011 and couldn't urinate after surgery. The hcp put in a catheter and removed 600 cc after the pt could only expel 100 cc on her own. The pt could not tell if the device was working or not without the catheter being taken out. It was also reported that the pt experienced toe curling. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).